Event description:
On (B)(6) 2017, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter was reading inaccurately low compared to a calibrated laboratory device. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that they became aware of the inaccuracy issue on (B)(6) 2017. The reporter claimed that the patient obtained blood glucose readings of ¿119 mg/dl¿ on the subject meter and ¿318 mg/dl¿ with the laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient is a child and her diabetes is reportedly managed with self-adjusted insulin (type and dose not reported). The reporter advised that prior to the alleged issue beginning, on (B)(6) 2017, the patient developed symptoms of ¿dizzy, vomiting and fainted¿ and that she was subsequently hospitalized and treated by a health care professional (hcp) with an unknown dose of insulin. The patient¿s blood glucose was reportedly measured at ¿280 mg/dl¿ on (B)(6) 2017, using the hospital device (brand not reported). The patient remained in hospital for a few days and, further blood glucose tests were performed on (B)(6) 2017, and results of ¿180 and 140 mg/dl¿ were obtained respectively. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention for acute hyperglycemia while using the product. The subject meter could not be ruled out as a cause or contributor to the event.